Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's implantable neurostimulator (ins) turned off on its own the summer prior to report. It was also reported the patient's healthcare provider got him "squared away again" and tested the device and stated "everything was fine."

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v143392, implanted: (B)(6) 2008, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v143392, implanted: (B)(6) 2008, product type lead. (B)(4).